Event description:
It was reported that there the metal connector was beginning to separate from the silastic. The patient lives in fargo and has made plans to be in the clinic, on (B)(6) 2021, for clamshell repair. The area was taped until a clamshell can be placed. Additional information revealed a clamshell repair was performed with no issues on (B)(6) 2021.

Manufacturer narrative:
Main investigation conclusion: the report of a separation of the driveline bend relief from the metal connector was confirmed by an onsite abbott representative. The account reported that the patient had a separation of the distal-end driveline bend relief from the metal connector. A clamshell repair was performed by an abbott representative on (B)(6) 2021. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The heartmate ii lvas IFU, rev. C, is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there the metal connector was beginning to separate from the silastic. The patient has made plans to be in the clinic on (B)(6) 2021 for clamshell repair. The area was taped until a clamshell can be placed.